Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01574. It was reported that patient experienced ineffective therapy. X-ray confirmed that the right l5 and right s1 leads had migrated. The patient underwent surgical intervention wherein the right s1 lead was explanted and replaced, the right l5 lead was disconnected, and additional leads were placed to address the issue.